Event description:
Patient reports an overstimulation sensation after a visit to her physician's office for an unrelated issue. Sensation is located in patient's usual area of paresthesia. Turning off the ins resolved the problem but then patient was unable to turn ins back on. Patient had an appointment with a new physician and needed to know if she had a rechargeable or nonrechargeable device. Patient states she has not recharged her device once since she has had it. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).